Event description:
A patient with a history of suprarenal inferior vena cava (ivc) filter insertion at an outside hospital and a failed removal attempt at an outside hospital underwent a successful removal of an ivc filter at our facility. Due to the filter's position, standard techniques for removal failed. During the procedure, one filter arm was fractured. However, this fragment was completely removed. All remaining 5 arms and 6 legs were intact which was confirmed by pathology report. There were no identifying numbers on the filter.